Event description:
The pt reported in 2008, that the time of the infusion device changes by itself. He first noticed this 10 days prior to the report. He stated that his blood glucose was elevated to 260 mg/dl. His normal blood glucose level is 120 mg/dl. He also noticed insulin in the cartridge compartment of the infusion device. No further info is available. Product was replaced and requested to be returned for eval.